Event description:
During a ptca treatment procedure involving a 90% restenosis of a previously placed s670 stent in the middle portion of the lad coronary artery, the viva balloon was suspected to have ruptured at 7-10 atm's on the initial inflation. The patient was asymptomatic during this event. The viva catheter was removed and replaced with another viva catheter to complete the procedure. The types and sizes in this case are unknown. The procedure was successfully completed. Patient status is reported as 'good'.